Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a power disconnect alarm occurred when the battery was connected to the controller. The battery was tested and found that the battery was unable to power up the controller when the battery indicated a full charge, with all bars. No status indicator showed on the battery charger when the batter was connected to the charger. There was no connector misalignment issue when the battery connected to controller or battery charger, nor any physical injury, bent pins, or dirt at the battery connector or fracture of battery cable. The battery was replaced and the patient was not affected as the controller had a backup power source. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power. Supplemental testing revealed there was a communication error between the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable. The inability of the battery to provide power will result in a power disconnect alarm. As a result, the reported event was confirmed. A reset of both integrated circuits was performed by charging the battery pack separately, which was able to remove the flags and resulted in the battery regaining functionality. Log file analysis revealed that the controller in use during the event date contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections. Momentary disconnections will result in an audible tone. This is an additional observation not related to the reported event. The most likely root cause of the power switching event can be attributed to momentary disconnections between the controller and battery. Internal evaluation investigated momentary disconnections. The most likely root cause of reported battery unable to provide power and power disconnect alarms can be attributed to a communication error between the gas gauge integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. Internal evaluation investigated battery u2-ic chip malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported events of power disconnect alarms and battery with no power when connected to the controller or battery charger. The battery, bat216280, was not returned for analysis. Review of the manufacturing records confirmed that the associated device met all requirements for release. The reported battery with no power could not be confirmed as the unit was not returned for analysis. Log file analysis revealed that the controller, con212663, in use during the event date contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat216280. Momentary disconnections will result in an audible tone. This was most likely related to the power disconnect alarms. Alarm log files were available; however, do not cover the event date. The most likely root cause of the power switching event can be attributed to momentary disconnections between the controller and battery. The reported battery with no power could not be confirmed as the unit was not returned for analysis. The manufacturer has opened an internal investigation to evaluate momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.